Event description:
Additional information was received that the rhythm disturbances that occurred during the initial implant procedure did not cause or contribute to the new onset left bundle branch block (lbbb). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was discharged home with a heart monitor, and a new left bundle branch block (lbbb) occurred. A permanent pacemaker was not implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: product ID: {evolutfx-26}, product lot/serial number#: {(B)(6)}, product type: {0195-heart valves}, product ID: {l-evolutfx-2329}, product lot/serial number#: {(B)(6)}, product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information. That prior, to the implant of this transcatheter bioprosthetic valve. A pre-implant balloon aortic val vulvoplasty was performed, due to calcification. Temporary pacing occurred, using a non-medtronic guidewire. However, lost capture and asystole was noted, upon partial deployment of the valve. Subsequently, cardiopulmonary resuscitation was initiated. The valve was withdrawn from the patient. And a temporary balloon tip transvenous pacemaker was placed. A new valve was loaded into a new delivery catheter system and used for implant. No additional adverse patient effects were reported.

Event description:
Additional information was received that the implanted valve was a medtronic valve. 3 days following the implant of the valve, lbbb occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Ime/annex e code: e0618 was omitted from this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.